Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2014 stating that the patient was having difficulties with the pump. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available. This complaint is being reported because of the allegation of a pump malfunction.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/04/2015 with the following findings: no defect was found. Unable to duplicate the complaint, information for the complaint is overwritten. The black box begins on 12/21/2014. Due to continuous use of the pump the black box data and histories for the event on 02/10/2014 have been overwritten. Pump was exercised for 24hrs with returned battery cap and returned cartridge cap; no alarms occurred during testing. No alarms related to complaint in current black box and alarm history, only typical usage observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.